Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, pelvic pain, intramural leiomyoma of uterus and multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyshidrotic eczema ("dyshidrotic eczema "). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema and dysmenorrhoea to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2010 to (B)(6) 2010. Left: 2 coils, right: 1 coil. Concerning the injuries reported in this case, the following ones were reported via social media- dyshidrotic eczema, medical device removal. Lot number: 727106 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dyshidrotic eczema "). The patient was treated with surgery (essure coil removal). Essure was removed in 2016. At the time of the report, the medical device removal outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- dyshidrotic eczema, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, pelvic pain, intramural leiomyoma of uterus and multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyshidrotic eczema ("dyshidrotic eczema "). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema and dysmenorrhoea to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2010 to (B)(6) 2010. Left: 2 coils, right: 1 coil. Concerning the injuries reported in this case, the following ones were reported via social media- dyshidrotic eczema, medical device removal. Lot number: 727106. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, lot number, rcc added. Product insertion date updated. Event: medical device removal updated to event: dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("dyshidrotic eczema "). The patient was treated with surgery (essure coil removal). Essure was removed in 2016. At the time of the report, the medical device removal outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- dyshidrotic eczema, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.